Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for head/neck (non-malignant) and non-malignant pain. It was reported that in (B)(6) 2015, the patient¿s healthcare professional (hcp)¿s partner replaced the patient¿s implantable neurostimulator (ins) and the patient knew that the ins didn¿t work. Specifically, at first, the ins eliminated 85-90% of her pain, but then it did not work as well two weeks later. It was also reported that ¿they messed with the ins¿ for a couple of months and tried to redo the settings. In result, a new lead was replaced. On 2017-may-16, information was received from a manufacturer representative (rep) reporting that they met with the patient on (B)(6) 2016 to program for coverage of all of the patient¿s painful areas. At that time, it was noted that the patient had to reduce her methadone injection by 80%. There were no further complications reported or anticipated.